Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain') in a 45-year-old female patient who had essure (batch no. B38668-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and menometrorrhagia ("irregular heavy bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy(partial), with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, weight increased and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, menorrhagia, metrorrhagia, migraine and menometrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date as per previous fu: (B)(6) 2011. Current weight as of (B)(6) 2019: 190 lbs. Approximate weight at the time of essure placement 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: (as per mr): bilateral tubal occlusion.; on (B)(6) 2011: filled abdomen with fluid result of which was total bilateral occlusion.. Imaging procedure - on (B)(6) 2011: essure confirmation test bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-nov-2019: update of information (batch is invalid) product technical problem. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain') in a 45-year-old female patient who had essure (batch no. B38668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and menometrorrhagia ("irregular heavy bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy(partial), with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, weight increased and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, menorrhagia, metrorrhagia, migraine and menometrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date as per previous fu: (B)(6) 2011. Current weight as of (B)(6) 2019: 190 lbs. Approximate weight at the time of essure placement 148 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: (as per mr): bilateral tubal occlusion.; on (B)(6) 2011: filled abdomen with fluid result of which was total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs & mr received. Events: abnormal bleeding (vaginal), migraines, irregular heavy bleeding were added. Event outcome was added for the events: migraines and irregular bleeding. Lot number was added. Reporter's information and lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("menorrhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and weight increased outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic / abdominal, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), weight gain. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.